Event description:
The territory manager reported that the pump will not power on. She reported that the pump beeped and attempted to cycle through boot up but then the screen went blank. She reported that she tried a new battery cap and an new battery and the problem did not resolve. She confirmed that there is no damage to the pump and there is no evidence of moisture damage.

Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Manufacturer narrative:
(B)(4). Device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2011 with the following findings: a review of the pump history indicated that rebooting had occurred which could not be duplicated during testing. The pump powers on properly to the verification screen with functional auditory and vibratory alarms. No defects were found to the power flex, battery connections, and internal components. The complaint could not be duplicated during testing. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.